Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse called into zoll on (B)(6) 2014 to report that a (B)(6) male patient was treated. The patient was in a skilled nursing facility (snf) and was conscious at the time of the event. A nurse was with the patient and stated the patient heard the alarms and did not respond to them. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments at 15:19:16 and 15:26:31 on (B)(6) 2014. Motion artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained at the snf and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained at the snf and continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 02/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.